Event description:
Health professional reported: "band was not functioning properly" and "could inject saline, but could not get saline back out." The problem was first observed when attempting a fill, and being unable to extract the saline that was just injected. Surgeon has confirmed the reported event with fluoroscopy. The device was removed without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."